Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure an error code message appeared. Boston scientific technical services (ts) was consulted and discussed the error code. Engineering verified that it was okay to proceed with the implant as long as a save memory to disk was sent in for review. When attempting auto set up, they also received a message that the signal amplitude was out of range and the device was unable to select a sensing vector; ts verified that the amplitude signal was small. It was thought that perhaps the physician did not close all the tissue around the electrode, thus another auto setup was attempted with the same result. Subsequently the physician manually selected the primary vector and was able to induce the patient. They were unable to convert the patient with a 65 joule initial polarity but the patient was successfully converted with a 65 joule reverse polarity. A save to disk was sent in for review where engineering found that a benign reset had occured and the device had recovered. The device and electrode were successfully implanted and remain in service. No adverse patient effects were reported.